Event description:
It was reported that the ventilator gave a circuit disconnect alarm while on a patient. The unit was switched out for another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer believes that the alleged failure was due to a "setting" issue not a ventilator issue as there were no diagnostic codes in the memory. He reviewed the settings as well as the alarm purpose with the reporting clinician and sated that he will also review this with the respiratory therapy manager.